Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that transducer is faulty. A nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement transducer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon us transducer indicating the sound is inaudible. The device was not in use on patient at time of event, there was no adverse event reported.